Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was rewired and hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. It was reported that a cuff miss occurred. A cuff miss happens when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. The manufacturing process instructions includes a process to verify the needle travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory during deployment. These steps of the lot history records were reviewed and did not show any anomaly. A sample is taken from the lot for destructive testing to verify the quality of the lot build as part of lot acceptance testing including functional verification. The reported lot met lot acceptance specification. There is no reported information to indicate a manufacture influence on the reported experience. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. The user was reportedly trained in the use of the proglide device. There in no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as, scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. There was no patient condition reported that could infer an anatomical condition influence. The evaluation could not conclude that manufacturing, user technique and/or anatomical conditions had influence on the reported experience. Therefore, a cause of this event cannot be determined by the reported information. A review of the finished device lot history records concluded the in-process yields associated with the needle and needle alignment during manufacture of this lot were within the expected ranges, which is an indication that there was no adverse quality or manufacturing trend associated with the manufacture of this lot. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.